Manufacturer narrative:
Initial.

Event description:
It was reported that a user on social media described experiencing multiple episodes of low blood glucose while using the ilet bionic pancreas and advised others to use caution until the technology improves, after which the user discontinued ilet and transitioned to another manufacturer¿s pump. Symptoms included hypoglycemia. Outcomes included no hospitalization and no medical intervention reported. Troubleshooting and education were completed, and no device alerts or alarms were reported. Investigation included a review of the user¿s account and available information from the social media post. Investigation of this case revealed insufficient information to identify a device malfunction or component failure, and the specific cause of hypoglycemia could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.